Event description:
On 11/22/96, a MFR rep received a voice mail message from the facility o.r. Supervisor requesting device catheter repair kit for a case scheduled for 11/25/96. On 11/22/96, the physcian opened the device pocket due to reduced stopped/flow rate. The physician reported that the device had flipped numerous times and the device catheter was severely coiled and kinked. A fluorescent dye study was performed and revealed that the device catheter was patent with no leaks after uncoiling the device catheter.